Manufacturer narrative:
Batch review performed on 02 july 2019: lot 181881: (B)(4) items manufactured and released on 28-may-2018. Expiration date: 05-10-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved: gmk-sphere 02.12.0411fr tibial insert fixed sphere flex size 4/11 mm r (k140826) lot 183058: (B)(4) items manufactured and released on 02-jul-2018. Expiration date: 18-06-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 2 months after primary surgery, complaining of tightness in both his left and right knees. The surgeon performed a bilateral poly swap and released scar tissue in both knees. The surgeon revised the right knee from an 11mm poly to a 10mm poly and revised the left knee from a 10mm poly to a 10mm poly. The surgery was completed successfully.